Manufacturer narrative:
Product analysis #701587715:brief description of complaint: plasmablade¿ tna - wire broke - the wire detached from one side of the device. The other end was covered in char. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211265197 ¿expiration date: 20-may-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿two returned plasmablade¿ tna adenoid tips were received inside a cardboard box within a plastic cup and a biohazard bag with paper to fill the negative space. ¿the tyvek® lids were returned; the device information was confirmed against the information listed within gch from the tyvek® lids. ¿the adenoid tips were labeled as device # 1 and device # 2 for traceability. ¿there is a product return discrepancy; the product quantity returned does not match the populated pli information within gch as there were two devices received and not one for complaint investigation. ¿there was no paperwork provided. ¿device visual inspection: ¿device # 1: ¿the device handle was not returned only the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing; the electrode wire exhibits deformation and is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is no longer intact, however, remains attached to the plastic housing. ¿there is excessive wire deformation. ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - old design for comparison, image # 7. ¿device # 2: ¿the device handle was not returned only the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 8 thru image # 13. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing; the electrode wire exhibits deformation and is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 10 thru image # 13. ¿acceptable damage: adenoid tip: ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is no longer intact, however, remains attached to the plastic housing. ¿excessive wire deformation. ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the wire electrode and the plastic housing which can diminish device performance, compromise the plastic housing and the wire electrode and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - old design - for comparison, image # 14. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211265197 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. The adenoid tips exhibit unacceptable wear as there is > 33 % of the ¿wire square¿ that is exposed, the wire electrode is fractured, however, remains attached to the plastic housing and has minimal support from the housing which failed to meet the acceptable damage requirements for the wire square exposure. This complaint has been seen in the past and been addressed through situation analysis 13-90-0014, therefore, this complaint will be associated with the sa. This complaint will be tracked and trended within gch. Additionally, it was found that both of the adenoid tips housing is melted which fails to meet the acceptable damage requirements. Note: the returned adenoid tips are from the old design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip 13-90-0014 rev. F - situation analysis for plasmablade¿ adenoid tip electrode detachment test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation.

Event description:
During an ent case, the surgeon reported the wire on the plasmablade device tip broke and detached one side. Nothing fell into the patient and there was no patient harm. The customer returned 2 devices with the same reported issue. Additionally, during analysis it was found that the housing was melted on both the device tips.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the surgeon reported the wire on the plasmablade device tip broke and detached one side. Nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.